Event description:
While using neuro maestro, heard a loud popping sound and found that the drill tubing exploded. Maestro drill was removed from field, drapes were intact, no harm was done to the patient. Hose from foot pedal to drill was what ruptured.